Event description:
Additional information received confirming that the physician refuses to share who the involved patient is and will not release any further information to endologix.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and patient identifiers were denied by the physician. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Lot information was not received and a manufacturing review was unable to be performed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent "several years ago" on an unknown date. The patient recently presented with a ruptured aneurysm. The physician elected to treat the patient; however, the treatment details are unknown. The physician is refusing to provide any additional information on the reported event. There have been no additional patient sequelae reported.